Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure while dissecting, the nurse stated that nothing was stimming. No tweedle, no event tones. Etc. They checked the connections and everything was setup properly. The surgeon was on nerve and the system was silent. There was surgical delay of 20 minutes. Electrode checks were passed. There was no stimulus delivery sound and no stim return. Anesthetic and/or muscle relaxant was used and short acting only. No damage noticed on the devices. Stimulus and threshold set to default settings. The procedure was completed without monitoring. There was no patient impact. After event (2 days later) rep tested the nim console. It worked as intended and gave the normal responses with the simulator.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.